Manufacturer narrative:
A complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.

Event description:
Related manufacturer reference number: 2017865-2023-52291. It was reported that right ventricular (rv) lead was dislodged due to elevated threshold. Twiddlers was noted when the pocket was opened and the right atrial (ra) lead was also tangled. Both leads were explanted and replaced. The patient was stable.